Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise is present on the far field channels of this rv lead. Full lead evaluation recommended. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The lead was explanted on (B)(6) 2024 upon receipt, the lead under complaint was found cut 55.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the df4 connector pin was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. A ligature mark was found 36 cm proximal to the lead tip. The insulation was found damaged and the conductor cable leading to the rv shock coil fractured 21.5 cm proximal to the lead tip. Additionally, the insulation was found rubbed through 9.5 and 7.5 cm proximal to the lead tip. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The rv shock coil was found deformed, the deformation probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.